Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Product development event evaluation. The plate and screws were explanted after 10 years due to pain. The plate and screws were intact. The risk analysis does address possible damage to soft tissue and the occurrence levels were in line with the risk analysis. We do not know how the construct was implanted, so this complaint is dispositioned as indeterminate. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing evaluation completed 02/28/2014. The manufacturing records were reviewed and no issues were found during dimensional analysis for this complaint.

Event description:
It was reported that the patient complained of right wrist pain and catching around her wrist from a previous surgery performed about ten years ago. The plate and screws were removed on (B)(6) 2013. The date of original implantation was not provided. Some palpable crepitus dorsally and volarly listed under clinical findings. This report is 3 of 4 for complaint (B)(4).